Event description:
A healthcare worker complained of burning and skin discoloration on the hand upon removal of load from a completed cycle. The worker did not seek medical attention and the symptoms resolved within twenty-four hours.